Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc) after the sample in question was run, resulting within range. Qc was within range prior to the sample being run. Ccc instructed the customer to run three patient samples on both dimension vista instruments, and precision for all three samples was acceptable. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was repeated twice on an alternate dimension vista instrument, resulting low on the first replicate and higher on the second replicate. The sample was then repeated on the original instrument and repeated twice on the alternate dimension vista instrument, resulting higher than the initial result. The customer re-spun the sample and repeated it on both instrument, and all replicates resulted higher than the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.